Event description:
It was reported the PICC extension tube connector part is not tightly connected with the decompression sleeve. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling a connector is confirmed and was determined to be manufacturing related. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned sample, and the connector pieces were returned not assembled. A microscopic observation revealed a very small amount of use residue was observed on the returned sample. The connector pieces were assembled, and an attempt was then made to dissemble the connector. The connector pieces were found to be able to be pulled apart by hand with some force. The distance between the locking arms of the proximal connector piece was measured and was found to be too wide and out of specification. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn2011 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the PICC extension tube connector part is not tightly connected with the decompression sleeve. No other information was provided.